Manufacturer narrative:
Additional: (lot #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the bag broke while they used it. They pulled the bag out with specimen inside to complete the case. There was no patient injury.